Event description:
A us distributor contacted zoll to report that the patient experienced an inappropriate defibrillation event while at home. The patient was treated at 15:07:56. Motion artifact contributed to the false detection. The patient was conscious but did not press the response buttons prior to the treatment. The patient remained at home and continued to use the lifesvest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no indication of a serious injury. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device MFR date(s) and usage of device: monitor (B)(4) - 03/2014-reuse, electrode belt (B)(4) - 07/2013-reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.